Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) made a loud noise and shut down. The unit was restarted and was able to support the patient. The customer plans to take the unit to the biomed. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.